Event description:
It was reported that customer received a minimum fill notification while attempting to load a cartridge and needed multiple infusion sets and cartridges to resolve loading issues. There was no adverse impact to the customer's blood glucose level. Customer refilled tubing and successfully reloaded cartridge to resume insulin delivery, and technical support arranged infusion set replacements and approved a pump replacement, instructed customer on putting pump into storage mode and returning it, and sent goodwill replacement pump with customer acknowledging all instructions and next steps.